Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/20/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, unrelated to the original complaint, the bolus button cover was observed to be lifting but responsive to user presses. The bolus button cover was removed and there was evidence of contamination on the bolus button contact. The pump was opened and there was no evidence of internal moisture.